Manufacturer narrative:
Section d: corrected product information.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing discomfort at the lumbar pg site due to weight loss. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the ipg pocket was relocated to address the issue.